Manufacturer narrative:
One cardiomems patient electronic system with power supply and power cord was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No fraying or exposed wires were seen on the power cord. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking and exposed wires of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.